Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device exchange due to normal end of life, it was reported that insulation damage was observed on the atrial lead. The atrial lead was repaired with a sleeve and remains implanted. The patient was stable following the procedure and there were no adverse consequences.